Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was elevated (375 mg/dl). Customer declined troubleshooting from tandem technical support regarding cause. Customer successfully delivered a correction bolus bolus to treat elevated level.